Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller initially stated that the patient claimed the ins had been off for a couple of years. When asked for clarification about the reason the ins was off, the caller stated the patient didn't think it had been working. MRI guidelines were reviewed. No patient symptoms were reported. No further complications were reported or anticipated.